Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received with the lead return indicated the lead was fractured.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post-implant follow up. Interrogation showed the patient's right ventricular lead pacing impedance was high and out of range. The physician also noted that the lead sensing had decreased and the lead failed to capture. A chest x-ray was performed which indicated no abnormalities. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.